Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. The display issue was resolved by installing a new touchscreen assembly. Functional testing and safety check to factory specifications performed. The device was returned to the customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units display touchscreen is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units display touchscreen work intermittently. There was no patient involvement.